Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms. After the alarms, the customer would change the supplies on the pump. The customer's blood glucose (bg) level ranged from 326 to being in the 400 mg/dl range. The high bg level was addressed using a bolus via the pump. The cause of the current occlusion appeared to possibly be within the cartridge; however, the customer received additional occlusion alarms. The customer reverted to using insulin injections to manage diabetes.